Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and competitor's right atrial (ra) lead had a dramatic increase in pacing impedance measurement, but not out-of-range. The lead testing was fine. Boston scientific technical services (ts) then discussed alerts and provided troubleshooting options. Additional information indicated that the field representative could not provide further information. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.